Event description:
Tsh value recovered on elecsys 2010 system of 2.2 ui/l. Same sample run utilizing different instrument and methodology recovered 6.0 ui/l. No information provided to determine if results were used to guide therapy. If additional information is received, appropriate notification will be provided.